Event description:
In early 2009, the sales rep reported a revision surgery that occurred on 05 jan 2009, related to the ardis product. The original surgery date was unk. The sales rep did not cover the revision case and does not have any additional details related to the reason for the revision surgery. The following month, upon returning a call for further info on the ardis revision surgery, the medical assistant provided info about the case, that the male pt also had the incompass system explanted when the ardis implant was explanted. The info related to the incompass system had not been previously provided. There is no info as to why the revision was being done. Incompass was being explanted and an unk system was being implanted.

Manufacturer narrative:
No device will be returned. Investigation pending.